Event description:
A cell-dyn hgb result of 7.7 g/dl was reported on an oncology pt. The pt was sent to the hospital for a transfusion. The hospital tested the pt prior to transfusion and the hgb result obtained was 10.7 g/dl. The pt was not transfused. No pt injury was reported.